Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06785.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date.